Event description:
It was reported by the customer that a pyxis medstation es system cubie was popping out and device was not recognized the cubies in the pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not recognized in the device. A field service engineer replaced flex cable to resolve this issue. A field service stated that there was patient involvement and delays in dispensing medication while nurses was able to tried to access the device. There was reported no patient harm. The system functioned as intended after field service engineer troubleshooted the device.